Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('a thin coiled wire extends from the myometrium to the outer surface near one cornu'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), pelvic pain ('physical pain/ pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) patient who had essure (batch no. 628440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic tubal occlusion and hysteroscopic endometrial ablation" on (B)(6)2009. The patient's medical history included menorrhagia, abdominal pain, hypertension, knee pain, shoulder pain, hypertension, hypercholesterolemia, obesity, diarrhea, nausea, chronic fatigue, loss of energy, hair loss, breast cancer, stiffness, arthralgia, diarrhea, low back pain, gerd and atrophy ovary. Previously administered products included for an unreported indication: depo-provera from 1995 to (B)(6) 2021, acetaminophen from 2009 to (B)(6) 2021, omeprazole, diclofenac, hydrochlorothiazide, hydrocortisone, tylenol and simvastatin. Concurrent conditions included intramural leiomyoma of uterus, uterine dilation and curettage and uterine bleeding. Family history included neoplasm malignant (mother diagnosed breast cancer right breast age 45). Concomitant products included hydrochlorothiazide (hydrochlorthiazid), lisinopril, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), anxiety ("mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, total, vaginal, with cystoscopy and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, headache, migraine, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, headache, heavy menstrual bleeding, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, she is currently planning for removal. Plaintiff unable to afford removal surgery. Discrepancy-hsg report in patient tab diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case category updated to serious incident. Reporter information, medical history, explant date, event "a thin coiled wire extends from the myometrium to the outer surface near one cornu" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('a thin coiled wire extends from the myometrium to the outer surface near one cornu'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), pelvic pain ('physical pain/ pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (batch no. 628440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic tubal occlusion and hysteroscopic endometrial ablation" on (B)(6) 2009. The patient's medical history included menorrhagia, abdominal pain, hypertension, knee pain, shoulder pain, hypertension, hypercholesterolemia, obesity, diarrhea, nausea, chronic fatigue, loss of energy, hair loss, breast cancer, stiffness, arthralgia, diarrhea, low back pain, gerd and atrophy ovary. Previously administered products included for an unreported indication: depo-provera from 1995 to (B)(6) 2021, acetaminophen from 2009 to (B)(6) 2021, omeprazole, diclofenac, hydrochlorothiazide, hydrocortisone, tylenol and simvastatin. Concurrent conditions included intramural leiomyoma of uterus, uterine dilation and curettage and uterine bleeding. Family history included neoplasm malignant (mother diagnosed breast cancer right breast age 45). Concomitant products included hydrochlorothiazide (hydrochlorthiazid), lisinopril, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since april 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), anxiety ("mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, total, vaginal, with cystoscopy and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, headache, migraine, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, headache, heavy menstrual bleeding, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, she is currently planning for removal. Plaintiff unable to afford removal surgery. Discrepancy-hsg report in patient tab diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, uterine perforation. Lot number: 628440 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.